Event description:
This event was reported as 3+ mitral regurgitation, vegetation and endocarditis. The native valve cusp was markedly destroyed by a large perforation and vegetations; the other native leaflets/cusps were normal. No further info was provided.